Manufacturer narrative:
It was reported by the superdimension sales rep that the site performed another successful case, later that same day, with no issues whatsoever and other cases following that day. A review of the device history record was performed on this system and there were no anomalies. Pneumothorax is a known complication when a lung biopsy is performed during a transbronchial lung biopsy, or CT-guided percutaneous biopsy with complication rates up to approx 27% with the CT guided procedure. Biopsy tools are designed to have sharp edges and their function is to puncture or otherwise penetrate the tissue in order to collect a specimen.

Event description:
After a successful case, it was discovered that the pt developed a pneumothorax. It was reported that the pt received a chest tube to resolve the issue.